Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a vela infrarenal stent graft extension and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure the patient was identified with aneurysm enlargement from possible implant movement of the vela suprarenal stent graft extension. The physician elected to treat the patient by relining the originally implanted devices with the alto stent graft system. It was difficult to cannulate contralateral gate and other deployment issues occurred. The surgeon decided to perform a fem-fem bypass. The procedure was completed. The new events of deployment issue with the alto stent graft system will be reported and investigated under a separate MDR.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the migration of the suprarenal proximal extension of 12mm and secondary endovascular procedure are confirmed. The sac growth is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The procedure related harms identified was a cerebral vascular accident (reported under MFR# 3008011247-2022-00032). A definitive root cause for the reported event could not be determined; however, there was an aortic rupture prior to the index procedure (cautionary product use). Additionally, the safety and effectiveness of using a 34mm diameter proximal extension with a 22 or 25mm bifurcated stent has not been established. This could have contributed to the migration of the proximal extension. The final patient status was reported to be discharged (patient received inpatient rehabilitation) on the fifteenth post operative day recovering well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.